Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff breakage. It was reported that examination before intubation showed that the cuff was intact, but after intubation, it was found to have air leakage. After inserting the device, the ventilator started to alarm about 2 hours and air leakage was found. The cannula was replaced without injury.